Manufacturer narrative:
Additional information was received that the lead was fractured. The physician confirmed there were no exposed cables. Device analysis indicated that there were missing contacts from the returned lead. The missing contacts were not left in the patient as they were removed. The complaint regarding lead sc-2218-50 (sn (B)(4))was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appears to have been sutured. Visual inspection also revealed proximal contacts #1-#5 were removed and not returned. Four cables were severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. There were no exposed cables. The complaint regarding lead sc-2218-50 (sn (B)(4))was confirmed. Visual inspection revealed the lead body had a pronounced kink approximately 18 cm from the distal end, where the lead appears to have been sutured. All cables were broken/severed at this spot. The fracture site is 1 cm from the clik anchor setscrew mark. This appears to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables are the reason for the high impedances observed. There were no exposed cables. The lead passed mechanical testing.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The physician suspected malfunction.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the cause of high impedance was unknown but believed to be caused by a broken lead.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The physician suspected malfunction.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances. The physician suspected malfunction.